Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material remained as the user had not perform reprocessing before sending the product. The investigation confirmed that the user did not perform cleaning, disinfection and sterilization before sending the product to olympus. The event can be detected/prevented by following the instructions for use indicated in: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system and reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on objective lens. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information on device manufacture date.